Event description:
It was reported that the wire detached and was snared. This 180x25cm fathom -16 was selected for use to help treat thrombectomy related to a stroke. The vessel was noted as moderately tortuous. During the procedure, it was noted that the wire tip broke. The detached tip was snared and retrieved successfully. The procedure was completed with an alternate device. No patient complications were reported.